Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (check therapy electrode messages) has been confirmed.  Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving check therapy electrode messages.